Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. Access was obtained via the femoral artery. The 85% stenosed, severely tortuous and severely calcified distal circumflex artery. The 2.50x20 taxus liberte stent delivery system (sds) could not cross the lesion. The procedure was completed with a plain old balloon angioplasty. There were no patient complications and the patient condition was listed as "good". However, returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(6) a visual and microscopic examination of the returned device revealed damage at the distal and proximal stent edges. The stent was flared at both ends. This damage is consistent with the balloon being partially inflated, which was also identified during analysis. Solidified contrast media was present within the inflation lumen, therefore, indicating the device had been prepped for use. The remaining balloon and tip sections were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A 0.015 inch restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical/ procedural factors. (B)(4).